Event description:
It was reported that there was an event where the patient's pacemaker had telemetry and communication anomalies. No intervention was reported. Patient status was not reported.

Event description:
New information received stated that the patient reported to the hospital and underwent a reprogramming of their pacemaker. The pacemaker remains implanted and the issue is resolved.